Event description:
It was reported that there was no output, and the device failed to pace for approximately 18 seconds after a magnet check. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. It was reported that there was no output, and the device failed to pace for approximately 18 seconds after a magnet check. The device was explanted and returned for analysis. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated output, none pace, failure to.

Event description:
It was reported that there was no output, and the device failed to pace for approximately 18 seconds after a magnet check. The device was explanted and returned for analysis. No patient complications were reported as a result of this event.